Manufacturer narrative:
A medtronic representative inspected the imaging system onsite. The system was tested and multiple 3d scans and 2d images were performed. Everything tested fine. However, occasionally the system would fall out of 2d when pressing the image store button. The system logs were reviewed and showed multiple x-ray state errors occurring. Further review of the logs showed the errors are not occurring on a daily basis. A full imaging system check-out was completed and all tests passed. Imaging system functionality was confirmed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion case, when beginning to take the 3d spin, the progress bar would appear on the mobile view station (mvs) but then nothing would happen. When the button was released, it would switch back to 2d. Multiple attempts were made to expose before rebooting both the mvs and image acquisition system (ias). A reboot resolved the issue and it was possible to take a spin. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.